Event description:
It was reported that the bd maxplus pressure rated extension set had separated. The following information was provided by the initial reporter: while an rn was starting an IV a piece of the saline lock broke off. Product that malfunctioned? Reference#: mp5301-c, lot#: 25105490. What was the issue? While an rn was starting an IV a piece of the saline lock broke off. Were there any patient injuries? No. Were there any employee injuries? No. Was there any delay in patient treatment? None reported.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
The customer reported the luer lock broke off and returned one photo of a bloody mp5301-c, lot 25105490. The photo verified the complaint of separation at the tubing/male luer connection point. There is no physical sample for investigation. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was unable to verify the root cause for the separation without a physical sample. The photo does provide a potential root cause of incorrect solvent application by the assembler. A quality alert was issued by the plant on 18feb2026 to communicate and reinforce the correct solvent assembly procedure to personnel.